Event description:
A ss-2 hydrocollator hot pack heating unit overheated. The unit began to smoke and emit flames from under the heating tank lid. An employee of the facility contacted the fire dept at 6:24 am. The fire dept was dispatched, as a non-emergency dispatch, to the facility. The fire dept removed the device from the facility. The device tank was filled with water to extinguish the flames. The fire dept noted a small amount of scorching on the facility wall where the device had been positioned. The facility had a light haze of smoke, thus ventilation fans were positioned to remove the smoke. The ventilation was operated until 7:15 am. The hydrocollator was purchased in (B)(6) 2008. Upon placing in service the device would malfunction by boiling the tank water. A call was made to the distributor requesting a replacement and the distributor suggested replacing the thermostat. A replacement thermostat was sent to the customer and the physical therapist replaced the thermostat. The client said that the unit continued to boil and they were concerned. Another call was made requesting a replacement hydrocollator just before the fire occurred. The water level in the hydrocollator was checked the day before.

Manufacturer narrative:
The device has been received and is currently under eval. The device eval and any add'l findings will be provided upon conclusion of the device eval.